Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a return of urinary symptoms and noted that her stimulation was turning off. An x-ray was taken because the company representative had found "two issues" with her leads but the pt had not received the results. She was re-directed to her physician. The physician confirmed pt symptoms of partial wound dehiscence and attributed the event to poor skin healing. The pt was managed conservatively with "the need for surgery". No infection was noted. The pt recovered without sequelae.